Manufacturer narrative:
Site theatre manager, f.m., declined to provide patient information. On 01/24/2017 a medtronic representative, following-up at the site, reported the surgeon used the new non-invasive patient tracker and draped over it. This was placed around the centre of the forehead and additional tape was put to secure it better. After the alleged inaccuracy, accuracy was tested again and found accurate around the face. Only when we went inside the nose did it start to become inaccurate. It is deemed likely they were not tracing far enough back or covering a wide enough area. - the medtronic representative recommended they collect decent number of points along the side of the head, near the patient ears, and go as far back as possible. This is what they did and were satisfied with accuracy around the face. It was deemed likely the issue was with the use of an MRI scan for registration. However the CT scan we had available had a massive head rest on the scan that would have impacted registration. On 02/01/2017 software investigation completed. Findings are that exam review identified poor tracer pattern. Software is functioning as designed. - no further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged an inaccuracy occurred. The surgeon alleged accuracy to be off by 1 centimeter when at the skull base for a pituitary resection. No further details regarding this issue, or specifically when it occurred or in what direction, were provided. The surgeon opted to discontinue the use of the navigation system and the imaging system to continue the procedure to completion. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic field representative went to the site and performed hardware, software, and instrument testing of the system. No fault found. System performed properly.